Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160mm. The patient has a history of coronary artery disease. It was reported that the patient had very small and heavily calcified iliac arteries. The stent grafts were successfully deployed; however, as the physician balloon angioplastied the limb grafts, the patient's blood pressure dropped. It was suspected that the drop in blood pressure was due to the dissection of one of the iliac arteries. The patient was given 6 units of blood and the case was completed without further bleeding. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. The patient was reported to be fine post procedure. Further information received reports that the patient died 15 days later secondary to respiratory complications.